Event description:
A discordant, falsely low cardiac troponin I (ctnl) result was obtained on one patient sample tested on a dimension rxl max with hm instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin I result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a decontamination of the instrument. Quality controls were run with acceptable results. The cause of discrepant cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.